Event description:
Reported in journal article: kendra hutchinson, md, et al, "recurrent ischemic strokes in a pt with medtronic hall prosthetic aortic valve and valve strands", american society of echocardiography, 1998; 11:755-7. Case study of a 46 year-old male: 5 yrs, post implant experienced cerebro vascular accident. Fibrin type strands were seen on echo. The valve was replaced and the pt reportedly recovered with no additional neurological events. The valve was not returned for analysis.